Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix extension issues during implant. During pocket closure, the lead exhibited high pacing impedance and it was repositioned. This lead remains in service. No adverse patient effects were reported.